Manufacturer narrative:
Follow-up 2 report 28dec2021: correction to the following statement: an investigation of this issue could not be performed due to the lack of information. Follow-up 1 report 14dec2021: an investigation of this issue could be performed due to the lack of information. Additional information was requested from the site risk manager but not provided. The risk manager provided only that the monitor was in service and root cause was unknown. Therefore, root cause cannot be determined. No further issues have been reported.

Event description:
It was reported that the user witnessed the patient having a pulsed v-tach and that the monitor did not alarm or create an event. There was no patient injury reported.

Manufacturer narrative:
An investigation of this issue could be performed due to the lack of information. Additional information was requested from the site risk manager but not provided. The risk manager provided only that the monitor was in service and root cause was unknown. Therefore, root cause cannot be determined. No further issues have been reported.

Event description:
It was reported that the user witnessed the patient having a pulsed v-tach and that the monitor did not alarm or create an event. There was no patient injury reported.

Manufacturer narrative:
A follow-up report will be submitted after completion of the investigation.

Event description:
It was reported that the user witnessed the patient having a pulsed v-tach and that the monitor did not alarm or create an event. There was no patient injury reported.